Manufacturer narrative:
Concomitant products: 5076-45 lead implanted (B)(6) 2015; dtba1d1cdrt implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and noise. The lv lead was capped and the lv port plugged. No patient complications have been reported as a result of this event.